Manufacturer narrative:
On (B)(6) 2021 haemonetics manufacturing performed a visual inspection of the received bowl from the cell saver® elite set: 125ml and confirmed. Blood in the inner core and a visible crack was identified on the inner core of the bowl. Although there was no serious injury or harm, past reporting (1219343-2020-00001-01) indicates this particular malfunction on a similar device has been associated with a reported death event. The investigation of 1219343-2020-00001-01 indicated the inner core of the bowl malfunctioned via a crack but did not cause or contribute to the reported incident according to the surgeon that performed the surgery. Haemonetics decided to conservatively report inner core cracks that are confirmed by manufacturing due the event of the past report.

Event description:
On (B)(6) 2021, haemonetics was notified of a long empty error message following emptying 7th or 8th bowl in the (B)(6), utilizing the cell saver® elite processing set - 125ml. Volume of blood lost due to the long empty was approximately.125 ml (i.e. The volume of the bowl that wouldn't empty). There were no obvious internal cracks seen at the time.